Event description:
The patient and his friend reported that his blood glucose level started to rise in august 27 and gave himself insulin through the pump that day. However, the patient was reportedly vomiting on august 28 and called a friend to take him to a hospital where he was admitted with a diagnosis of dka and a blood glucose level of 660 mg/dl. The patient and his friend contacted animas from the ICU on august 28 where the patient was on an insulin drip and his blood glucose level was reportedly 330 mg/dl.

Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned, an evaluation will be conducted and a supplemental report will be filed. Review of the pump history revealed that the pump's current time and date were set incorrectly. No conclusions can be made at this time.